Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the device suddenly displayed a red x and a low battery indication, even though there was a charged batter in the device. There was no report of patient involvement.